Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity after an upgrade with smr6 was performed. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Engineering analysis of device data confirmed that the voltage alert is due to elevated battery impedance. The patient can continue to be monitored until such time as the device's wandless zip telemetry (zip) is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.